Event description:
On (B)(6) 2023, it was reported by a facility representative via sems-(B)(4) that an ar-8305 synergy resection shaver console cut off during the procedure. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: (handpiece board, footswitch board) this evaluation determined that the reported event occurred due to corrosion on the handpiece board and footswitch board resulting from moisture intrusion caused by wear and tear.